Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was both mildly calcified and tortuous and 75% stenosed. The 2.5x15mm nc trek neo balloon was delivered to the lesion for pre-dilatation, but ruptured at 8 atmospheres during the first inflation. A non-abbott balloon was used for the replacement to perform pre-dilatation and a non-abbott stent was deployed. A non-compliant balloon was used for post-dilatation to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.